Event description:
On (B)(6) 2012, the pt underwent emergent endovascular repair to treat a ruptured abdominal aortic aneurysm using gore excluder aaa endoprosthesis. On (B)(6) 2012, the pt received a CT scan before preparing to leave the hospital. The CT images showed a type iii endoleak between the ipsilateral leg and the iliac extender at the left side. On the same day, another two contralateral leg components were implanted and the endoleak was resolved.

Manufacturer narrative:
Additional device implanted and involved in this event: pxt261418/9166250.